Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a bilateral video-assisted inguinal hernioplasty procedure, the device failed to secure the mesh because several tacks came loose from the stapler and did not properly attach the mesh to the tissue. It was noted that the components disengaged and were all removed from the cavity. A new device was used to resolve the issue. There was no patient injury.

Event description:
According to the reporter, during a bilateral video-assisted inguinal hernioplasty procedure, the device failed to secure the mesh because several tacks came loose from the stapler and did not properly attach the mesh to the tissue. It was noted that the components disengaged and were all removed from the cavity. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: a1, b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tube assembly was observed to be bent. Tacks were observed within the tube and were not protruding. Functional testing found the instrument occasionally needed to be actuated twice to deploy a tack. The instrument was disassembled to inspect the internal components. The drive gear was damaged. It was reported that the device failed to secure the mesh because several tacks came loose from the stapler and did not properly attach the mesh to the tissue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue of the damaged gear condition may occur if the instrument is excessively manipulated during use. In this case the excessive manipulation could be from firing against an improper surface or obstruction. The issue of the bent shaft condition may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The manufacturing records for each device are th oroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: a minimum of 4.2 mm thickness of tissue over underlying bone, vessels, or viscera is needed for full engagement of the tack. In addition, thicker prosthetic material may compromise full engagement of the tack. Material thickness should be carefully evaluated prior to application of the device. Appropriate force should be applied to the handle of the device when placing tacks. Excessive force may result in damage to the tissue, device and/or the material being fixated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.